Event description:
It was reported that on an unknown date, a 22mm amplatzer amulet left atrial appendage occluder was chosen for left atrial appendage (laa) closure procedure using a 12f amplatzer amulet delivery sheath. The patient's activated clotting time (act) levels were over 250s and 7500 i.e. Of heparin given. The procedure was completed successfully without any recaptures. A few ours later, the patient had a circumferential pericardial effusion and a pericardial punction was performed. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.